Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, an abscess developed around the implant site, and was treated with surgical cleansing and antibiotics (type and date not reported). The issue could not be resolved.the device was explanted (B)(6), 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This device is not available for analysis. (B)(4).